Event description:
It was reported that, "letter from patient's wife stated, "my husband had a total hip replacement in 2006. He has had problems with this surgery since day one, unable to lift his leg with pain in the groin area. The doctor is replacing his hip in 2009."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. No further information is available at this time, although it has been requested. If additional information becomes available, it will be submitted in a supplemental report.